Event description:
Event description guidant received information that the ventricular lead thresholds had increased dramatically. An x-ray demonstrated lead dislodgement. As the pacemaker was on advisory a replacement procedure was scheduled. During the procedure the ventricular lead was repositioned to successfully address the issue. The pacemaker was explanted and replaced with a new one. There were no adverse patient effects. The pacemaker has been returned for analysis.